Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the rv pacing lead impedance had been decreasing over time. The lead was capped and replaced.